Manufacturer narrative:
Evaluation of the device is in progress. A supplemental report will be submitted once the evaluation is completed.

Event description:
It was reported that the arterial flow was over reading by approximately 190 ml per minute.

Manufacturer narrative:
The device was returned and then evaluated by a service engineer (se). The device did not pass acceptance testing. Therefore, both flow sensors were replaced. Subsequently, the device passed all testing.

Event description:
It was reported that the arterial flow was over reading by approximately 190 ml per minute.

Manufacturer narrative:
Event data from the device was reviewed. It was observed that the displayed arterial flow fell outside the acceptable range of +/- 100 ml per minute when the device was placed into a state where the centrifugal blood pump was off and the portal and artery pinch valves were closed. Thus, the device provided incorrect flow measurements to the user and the device control unit. Further device evaluation is pending.

Event description:
It was reported that the arterial flow was over reading by approximately 190 ml per minute.